Event description:
It was reported that within four days of implant, the diagnostic monitor had several false asystole episodes. It was noted that the patient was not symptomatic and a loss of contact due to a "wet pocket" from healing was likely the cause. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.